Event description:
The customer reported that the v60 ventilator had error code messages of data acquisition pcba adc reference failed and overvoltage protection (ovp) circuit failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.